Event description:
Bard latex-free urethral catheterization tray with pre-connected bag malfunctioned when rn was performing straight catheterization on patient. Collection bag leaked around air vent r/t tear in plastic. This was reported to me by the rn using the kit. Rn also shared that the patient stated that a similar leak had happened previously when another rn performed a straight catheterization.